Event description:
Customer reported that while imaging, the image will expand, contract, or turn white, and the monitor will shut down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system but could not reproduce the reported problem. System operates as intended.